Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and confirmed the leak. The fse indicated that tubing going to the lower sheath port on the flow cell (vl52) had a pin hole. The fse replaced the tubing which resolved the leak. The failure mode was related to a pin hole in the tubing through vl52. (B)(4).

Event description:
The customer reported to beckman coulter that 1-3 ml of blue fluid was leaking below the laser area of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), consisting of gloves, eye glasses and a laboratory coat when the leak was observed. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.